Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. The customer treated with bolus and set change. The customer reported infusion set cannula to appear bent. The customer almost went into diabetic ketoacidosis. The customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is february 1, 2017. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0134.